Manufacturer narrative:
The incident handpiece was evaluated and found to function within spec. In addition tissue testing was performed, making multiple seals of various sizes with this device. All seals were completed satisfactorily. See attached memorandum for additional info.

Event description:
The report stated that during a surgery, the surgeon did not feel that the ligasure handpiece was sealing correctly, so a new instrument of the same model was opened, used and worked correctly. Post-operatively, the pt experienced bleeding in the mesentery of the small intestine. The pt was re-operated upon to control the bleeding. The pt received a transfusion of packed cells and blood. The pt is expected to be released soon.